Manufacturer narrative:
Additional information has been provided in d3 and h6. Corrected information has been provided in h3. Reported alarms on ic10292 were related to pump failure and are investigated separately. No priming issues were identified. Console ic10292 operated within specification.

Manufacturer narrative:
This is one of two reports. This report is for the controller and another report will be sent for the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 66-year-old male patient presenting with cardiomyopathy, history of prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. The pump failed to prime and the automated impella controller (aic) issued a ¿pump failure¿ warning. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
H6: per a review of the complaint file, omitted code f1905. Added code a1102.